Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 15 mg/dl. The customer was treated in the hospital. The customer was admitted to (B)(6) on (B)(6) 2015. The customer states the perceived cause of the low blood glucose was accidentally ingested too much insulin. The customer declined to troubleshoot for high blood glucose. The customer declined to run the rest of the low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.